Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "sensor end", while wearing the adc freestyle libre 2 sensor on the day of application. On (B)(6) 2020, as a result of the customer not being able to monitor her blood glucose, the customer experienced dizziness, "had no coordination", was unable to treat herself, and subsequently lost consciousness. The customer was given an injection of glucagon by a non-healthcare professional as treatment. There was no report of death or permanent injury associated with this event.